Manufacturer narrative:
Product analysis : analysis confirmed error upon startup. Stylus tip position on touch screen needs calibration. Electrocardiogram (ECG) failed during the functional test. Replaced link electronic module (lem) board with a salvaged part. Micro processor unit (mpu) board replaced. Connector touch screen cleaned and re-seated. Touch screen re-calibrated. Handle was cracked. Handle replaced. Software re-installed and updated to current version. Device was cleaned. Passed electrical safety test. Passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error during boot. The user was advised to return the programmer for repair. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.